Event description:
It was reported that an iLet user experienced repeated occlusion alerts while using a Contact Detach infusion set, with initial alarms cleared by disconnecting and running fill tubing to confirm drops, followed by a site-only change that restored insulin delivery, yet persistent hyperglycemia was noted with a fingerstick blood glucose of 518 mg/dL and a subsequent decision to disconnect and administer subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed. The investigation indicated an insulin delivery occlusion that resolved only after changing supplies, consistent with an infusion set or tubing issue. The event was associated with the infusion set component rather than the iLet device functionality based on flow confirmation steps and resolution after set change. It was concluded that the cause was an infusion set occlusion leading to inadequate insulin delivery.

Manufacturer narrative:
Initial.